Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, lot# va0gf89004, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that one day prior to report the patient had their adaptive stimulation programmed by their manufacturer representative. It was noted that the patient has had nothing but problems since the changed to adaptive stimulation. It was reported the patient¿s main concerns were regarding adaptive stimulation settings with walking and sitting and ¿would like to be able to do these activities without any problems¿. It was reported that one day prior to report the patient decreased their stimulation to 3.5 while sitting and stayed in that position for 4 minutes but when they moved slightly the amplitude ¿climbed back up again¿. It was noted that ¿it was fine¿ when walking but when they bent over to pick something up it ¿zapped back up again¿. It was noted the patient voiced their concerns with their manufacturer representative on night prior to report. It was noted that during the call the patient made therapy adjustments and hit the sync button and this appeared resolve the problem.